Event description:
The surgeon implanted a aa4204vl plate silicone lens. The lens was removed as it looked defective. The facility stated that they were unsure if the damage occurred during insertion into the eye. No patient injury. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.